Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when stapling the stomach, the surgeon was able to press the green button, but when tried to fire the stapler, the handle was stuck and could not be squeezed. Hence, the stapler did not fire. Another reload was used to complete the case. There was no patient injury.